Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that the needle was unable to be primed with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported by the consumer that needles not allowing insulin through them during flow check. The following is information from consumer: during flow check found most in box not allowing insulin thru them. Discard all samples. Grandmother calling on 4 year old patients behalf.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was unable to be primed with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported by the consumer that needles not allowing insulin through them during flow check. The following is information from consumer: during flow check found most in box not allowing insulin thru them. Discard all samples. Grandmother calling on (B)(6) year old patient's behalf.